Event description:
During the procedure, a cook disposable hemostasis clip was used. The clipping device was advanced through the endoscope and into position. The clip detached from the drive wire. It is unk if the clip was open or closed when this occurred. The procedure was wire with another device of the same type. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The clip has been deployed and the drive wire is attached inside the handle. The clip was not included in the return. A product discrepancy of anomaly that could have contributed to this report occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Instruction for use states that the endoscope must remain as straight as possible when inserting or withdrawing device. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.